Manufacturer narrative:
Other text: one device was returned for evaluation. Visual inspection found a cracked plunger case. The left plunger case was damaged, and two feet were missing from the bottom case. To conduct functional testing, setup and inspection were performed per (medfusion test procedure g3000137 rev 123). Upon testing, the reported problem was duplicated. The pump would not run to test for motor rate error. The left plunger case was damaged, causing the plunger not in place alarm in the history. The force sensor cable was damaged, causing the force sensor error at start-up. The worm coupling, worm gear and stepper motor were replaced as a preventive action to resolve the motor rate error. Force sensor, plunger and motor rate errors were noted in the event history log. Service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown; no information has been provided to date.

Event description:
It was reported that the plunger arm stopped and the pump exhibited a motor rate error and force sensor failure test. The plunger did not operate smoothly. It is unknown if there was patient involvement, no adverse patient effects were reported.